Event description:
The initial reporter stated that the pump shut off and did not alarm. They stated that the pump door would not stay closed and that the pump was shutting off. They didn't specify what alarm was expected. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint: (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. When the device was returned to mmd for investigation, the battery had failed. This caused the pump to shut off, however, the pump did alarm low battery as expected. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Event description:
The initial reporter stated that the pump shut off and did not alarm. They stated that the pump door would not stay closed and that the pump was shutting off. They didn't specify what alarm was expected. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint: (B)(4)].